Event description:
It was reported that a user experienced hyperglycemia that prompted a supply change, followed by hypoglycemia within hours despite verification that no excess insulin was delivered, after which the cgm sensor was replaced and a new sensor was paired, with subsequent glucose readings back in range. Symptoms included shakiness. Outcomes included recovery to target glucose without the need for emergency care or hospitalization. Investigation included troubleshooting of insulin delivery amounts, review of available insulin units, and education on sensor replacement and pairing. Investigation of this case revealed no dosing error and suggested a sensor reliability concern that resolved after sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.